Event description:
Upon aspiration of the sheath at the start of the procedure, air was continually being drawn back and would not resolve. The sheath was replaced and the issue resolved. The patient was stable throughout.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. Visual inspection showed that the device was intact with no apparent issues. The reported air aspiration was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. This report will be recorded and trended.